Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that there were no anomalies with the device. Therefore, the reported catheter shaft leak was not confirmed as the returned product review (visual, physical, and/or performance testing) showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
During preparation, the microcatheter was flushed and a shaft leak was found. The microcatheter was replaced and the procedure was finished. There were no clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
During preparation, the microcatheter was flushed and a shaft leak was found. The microcatheter was replaced and the procedure was finished. There were no clinical consequences to the patient.